Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided, due to incomplete meal bolus. Bg was addressed correction bolus via pump. Systems check with tandem technical support confirmed the pump is functioning as intended.